Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. Fa found the instrument to have the overmolded seal adapter broken. The broken piece was not returned, measuring roughly 0.071¿ x 0 .041¿ in size. The root cause of is typically attributed to mishandling/misuse. Additionally, it was observed that the overmolded seal adapter (osa) "teeth" exhibited damage and signs of wear. The root cause is typically due to improper installation of the monopolar curved scissors tip accessory or due to improper handling during processing. The root cause is typically attributed to mishandling/misuse. A review of the device logs for the monopolar curved scissors (part# 430004-53 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on (B)(6) 2022 via system serial# (B)(4). There were 15 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition, or the issue was identified before installation on the reported event date. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank field in section e4 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.